Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Date of postoperative device breakage and delayed healing is unknown. (Expiry): an expiration date of december, 2015 was included in the device history record (DHR) review. The part number reported was not indicated to be sterile. Per facility, the complainant part will not be available for return/evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: february 11, 2007 - manufactured by synthes (B)(4) no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent an explant procedure of synthes devices on (B)(6) 2016 due to a broken plate and non-union. The original implant procedure was performed in (B)(6) 2014. The patient was fixated with a medial proximal tibia plate and an unknown number of screws. Per the reporter, the plate broke at a screw hole sometime post-operative. The broken plate was identified on x-rays performed on an unknown date. The hardware was easily explanted; the surgeon noted that the screws were all intact upon removal. All of the explanted devices were sent to pathology, per hospital policy, and will not be returned to synthes. The patient was scheduled to undergo a tibial nail implant procedure on (B)(6) 2016. No additional information is available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Catalog number not lot number was corrected on previous follow up report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.